Event description:
A user facility medwatch was received which states: "a smartsite low sorbing infusion set was being used for an erbitux infusion. The line was primed with saline. Immediately after priming the pump was started, and patient noticed small amount of wetness/ liquid on his shoulder. The nurse was at the chair-side, and stopped the pump immediately. The nurse noted leaking around the joint at the y-site connector at the peripheral end of the infusion set. When disconnecting the tubing from the patient, the tubing connector completely separated." There was no report of patient harm or medical intervention. The customer stated that no further patient/ event information was provided by the user.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.